Manufacturer narrative:
The reported issue that the concurrent flow was dripping from the primary and secondary at the same time could not be confirmed. Device history: review of the sn (B)(4) service history record showed the device had a manufacture date of 02/22/2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 01/17/2021 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Device not returned for evaluation, only device history review performed.

Event description:
It was reported that the abatacept medication was delivered via a secondary set up. Medication was to be given over 30 minutes with filter in line. Filter placed at end of secondary tubing and attached to the fluid bag top port. Medication was set up on pump correctly. Both the primary and secondary medication were dripping in the chamber with the filter attached to the end of the tubing. "This event is an issue with tubing not with the actual alaris pump." Although request further information was not provided.

Event description:
It was reported that the abatacept medication was delivered via a secondary set up. Medication was to be given over 30 minutes with filter in line. Filter placed at end of secondary tubing and attached to the fluid bag top port. Medication was set up on pump correctly. Both the primary and secondary medication were dripping in the chamber with the filter attached to the end of the tubing. "This event is an issue with tubing not with the actual alaris pump." Although request further information was not provided.

Manufacturer narrative:
Device history: review of the sn (B)(6) service history record showed the device had a manufacture date of 02/22/2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 01/17/2021 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The reported issue that the concurrent flow was dripping from the primary and secondary at the same time could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes.